Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor applicator was returned for evaluation. Based on visual inspection, the applicator has no visible physical abnormalities or damage. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined.